Event description:
It was reported by service report that the motion pan was missing. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Result - missing motion interrupt pan.